Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the catheter was severely damaged and kinked throughout its length including the hypotube, midshaft, distal outer and balloon / crimped stent. In particular the midshaft was severely kinked. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2013. It was reported that crossing difficulty was encountered. The target lesion was located in a "highly" calcified left anterior descending (lad) artery. A 38mm x 3.50mm ion drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.